Event description:
It was reported by the customer that a bd pyxis¿ cii safe es had a black screen with a password popup box. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline and only the black screen was visible. The field service engineer was found the ssd cable or mounting plate need to change to resolve this issue. After replacement of ssd cable, they powered off manually and restarted multiple times and the system functioned as normally. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6).